Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a discrepancy between sensor glucose and blood glucose value. The customer reported hyperglycemia of 415 mg/dl was treated with insulin pump. The event involved product(s) mmt-332a, mmt-1880l, unomedical and unk_sensor. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer has been using the insulin pump system within 48 hours of reported high event. It was unknown whether the customer has been using the auto mode/smartguard feature at the time of high event. No further patient complications were reported. Troubleshooting was performed for sensor reading and the discrepancy between the sensor glucose value of 225 mg/dl and blood glucose value of 415 mg/dl was not within the target range. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-332a, unomedical and unk_sensor. Product return is expected for mmt-1880l.